Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had an elevated blood glucose level of 338 mg/dl and it was addressed with a bolus via the pump. Reportedly, the area between the patient line and the luer lock was "broken" as if "someone cut it with scissors". The customer was able to load a new cartridge.